Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016:the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about few months post implant of perfix plug, patient was diagnosed with drug resistant bacterial infection, mesh migration, necrosis and scar tissue thereby underwent repair with mesh removal. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-nov-2015) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016:the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with bilateral inguinal hernia repair thereby underwent open repair with the implant of two perfix plug (device #1 & #2). Per operative notes, "in the right groin, the floor of the canal was reconstructed using perfix plug (device #1) and sutured. Next the left side was repaired, an indirect hernia sac was reduced and a perfix plug (device #2) and sutured.¿ (B)(6) 2016 - patient was diagnosed with chronic right groin wound infection thereby underwent partial explant of perfix plug (device #1), wound exploration and removal of an infected tissue and foreign body. Per operative notes, "the medial half of the scar was excised, the skin and subcutaneous tissue is debrided back. Hypergranulation tunnel was identified and some of the perfix plug (device #1) was excised and removed.¿ (B)(6) 2016 - patient was diagnosed with infected right inguinal hernia mesh thereby underwent removal of perfix plug (device #1) and wound vac placement. Per operative notes, "there was some necrotic hypergranulated tissue. The perfix plug (device #1) was clearly not incorporated well. All of the anchoring sutures were cut and the entire mesh was removed.¿ attorney alleged that the patient had abscess, infection, pain and emotional injuries. It was also alleged that patient underwent removal of infected tissue and foreign body; removal of mesh.